Event description:
The pt was implanted with a lead, extensions, and ipg on (B) (6) 2008. It was reported that postoperatively, the pt experienced paralysis in his left leg and numbness in both legs. A CT mylegram taken the same day was negative. The system remained implanted and the pt sent to outpatient rehabilitation. It was reported that the dura may have been nicked or bruised, and that the pt was improving daily. F/u on the pt found that he was doing better and moving his legs. He was admitted to the hospital to treat an infection but the scs system remains implanted.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.